Event description:
The pump was returned for investigation. Investigation revealed a discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013. .

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a discolored display screen. A new test screen was inserted and the display screen illuminated to normal contrast. Unrelated to the complaint, the total daily dose history dates were found to go from 03/14/2013 to 01/01/2007; the pump continued to run until 02/09/2007 at 3:59am up until a routine cartridge change. The time and date had been set to 04/21/2013 04:05. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. There were no alarms or errors related to the complaint found in the black box or pump alarm history; only typical usage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.